Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump was not working. The customer¿s blood glucose level was 250 mg/dl and 282 mg/dl. The customer was treated with bolus and carbs 55.the customer stated that the unable bolus anything . The customer declined troubleshoot for high blood glucose levels. The customer advised that the pump will need to be replaced. The customer advised to monitor the pump and that patient may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.